Event description:
Pt called answering service at 1:05 am, 10/27/94. When answering service was unable to reach nurse, the pharmacist was notified. Pt said tpn tubing had "come apart" and tpn fluid had leaked all over floor and bed. The pt's blood had backed up into the pt's catheter through the attached tubing to the 1/2 micron filter in the 3-in-1 tubing. On the am of 10/27/94, rptr's nurse brought back faulty tubing to be inspected. Upon inspection, the top segment of tubing had been separated at the filter connection. According to the pt, it had come apart sometime during overnight infusion. No other details from pt were revealed.this info was submitted as follow-up 11/9/94: (*)